Manufacturer narrative:
Initial reporter: (B)(6) rn supervisor, special procedures/cardiac cath lab. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab catheter was shorter than normal. The iab was still used for the procedure. It was later reported that the customer believed this may have been user error as they later compared the iab length which seemed to be normal. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a